Manufacturer narrative:
Per tandem cartridge guide "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 329 mg/dl. A manual insulin injection was administered to address bg. Customer alleged the pump did not perform as intended. Additionally, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer declined to further troubleshoot with tandem technical support.